Manufacturer narrative:
Article citation: garvey, patrick b., larsen, alan n., skoracki, roman j. Et al. Larger-volume silicone breast implants are safe in breast reconstruction: the athena multicenter, prospective study of 400 patients. Plastic and reconstructive surgery advance online article. 2026; 1-55. The events of capsular contracture, delayed healing, infection, cellulitis, necrosis, seroma, and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; delayed healing; infection; cellulitis, necrosis; seroma; malposition/displacement; extrusion.

Event description:
Article titled "larger-volume silicone breast implants are safe in breast reconstruction" includes 41 patients with previous use of natrelle tissue expanders reporting: capsular contracture baker iii/IV, delayed wound healing, infection, malposition/displacement, breast pain (not associated with another complication), erythema/inflammation, excess tissue, cellulitis, extrusion, seroma, necrosis, breast mass, palpability/visibility, asymmetry, patient dissatisfaction with appearance, contour deformity, scarring (hypertrophic) and wrinkling, in addition reported cancer (new diagnosis other than breast) and not device related, breast cancer (recurrence) and not device related, cyst and new diagnosis of rheumatological disease (not device related). Affected sides are unspecified. The devices have been explanted.

Event description:
Healthcare professional reported "adverse event data is only collected after subjects are implanted with the athena study device". Therefore, there are no adverse events related to the tissue expanders (or any allergan-manufactured device) mentioned in the article "larger-volume silicone breast implants are safe in breast reconstruction". This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.